Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin. On (B)(6) 2017 at 10:00pm the patient experienced elevated blood glucose levels. The patient attempted to self-treat with insulin injections with a pen and syringe. On (B)(6) 2017, the patient went to the hospital. The patient's blood glucose result was 700 mg/dl on the hospital's device. The patient was diagnosed with diabetic ketoacidosis and was treated with an insulin infusion. The customer was hospitalized from (B)(6) 2017. On (B)(6) 2017 at 11:00am the patient received a blood glucose result of 600 mg/dl. The patient changed the infusion set and alleged that insulin wasn't being delivered. The patient was able to self-treat with pen therapy. The patient was not hospitalized. The infusion device was requested to be returned for product evaluation.